Event description:
It was reported that the customer experienced elevated blood glucose levels (400-600 mg/dl). Troubleshooting was performed and pump passed delivery system check. The cartridge is typically changed every 4 days.

Manufacturer narrative:
No product returned for eval. Should new relevant info become available, a supplemental form will be submitted. T:slim user guide indicates, pump is to be used with individuals 12 years of age and greater, pt is 11 years old. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.